Event description:
It was reported that following the device implant procedure it was discovered through fluoroscopy that the left ventricular (lv) lead had dislodged. It was noted that the lead went into the pericardial space and while using a contrast injection it confirmed lead perforation. Physician was able to successfully implant the lead in another vessel. No tamponade was noted and patient had normal lead measurements. No adverse patient effects were reported. If this event were to reoccur, it could lead to serious deterioration in the health of the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.